Manufacturer narrative:
(B)(4). Date sent 9/26/2024, d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: was sterility compromised as a result of the packaging damage? -yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 10/15/2024 d4 batch #714c65 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that the one vasecr35 reload was returned along with its opened packaging; upon visual inspection, a yellow stain was noted to be in the packaging. The reload was received with no apparent damage. Additionally, photos were provided and they showed the condition of the reported event. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event since the device was returned outside of its package a manufacturing record evaluation was performed for the finished device lot number 714c65, and no non-conformances were identified.